Event description:
Caller alleged imprecision with inratio2 meter. Time between 5.7 and 6.5 inr results: within minutes. Time between 6.5 and 4.3 inr results: not provided. Pt's therapeutic range: 2.0-3.0 inr. A lab test was performed on (B)(6) 2012 and yielded a 3.2 inr.

Manufacturer narrative:
Investigation pending.